Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the surgery the needle did not come up through the self-capturer. It had been used for a couple of passages and then all of a sudden it didn't work. No patient injuries or significant delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. A functional evaluation revealed the needle will deploy when trigger is initiated. Functional testing the needle was able to pass the suture through. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review for the reported batch number concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.